Event description:
Revision surgery - due to patient sustained a fall, implants loosened.

Manufacturer narrative:
Complaint has been evaluated and is similar to report number 1644408-2024-00350; (B)(4), s809 - trauma, s810 - device loosening, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.